Event description:
It was reported that during an unknown procedure, the devices were broken just after the nurse opened the package. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the tt012 instruments (a and b) were received with the sleeve cracked. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. The batch record was reviewed and no anomalies were noted during the manufacturing process.